Event description:
It was reported that the patient experienced depression/suicidal ideation. The patient had depression with suicidal ideation without suicide attempt. Depression was present before 2013-(B)(6). The date of hospitalization indicates onset of serious adverse event ¿seriousness¿ the event resolved before 2013-(B)(6). Depression resolved completely by 2013-(B)(6). The event resulted in hospitalization or prolongation of hospitalization. The event was possibly or certainly related to the medication. The event was unrelated or unlikely related to the surgery, stimulation, system, or pre-existing/underlying disease. The outcome was resolved completely.

Manufacturer narrative:
(B)(4)